Manufacturer narrative:
Investigation summary: multiple photos and two 10ml syringes in opened packages, confirmed to be from batch #8123908 (p/n 300912) were received and visually evaluated. Both syringes¿ barrels had missing print in spots of much of their printed scale markings that included the graduated lines as well as some of the number markings. No scratch marks were observed under magnification of the barrels. The amount of print missing was more than 50% of at least one item, which is rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip had incorrect scale markings and scratches on them.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had incorrect scale markings and scratches on them.